Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the bolus history showed a three hour combo bolus and a normal bolus. The bolus history records boluses when they are complete; therefore, since the 3 hour combo bolus was begun prior to midnight, the completed bolus was not recorded until 3 hours later after midnight on the next day. This is a reflection of normal pump function. A timekeeping accuracy test was performed and the pump maintained time accurately during a five day duration test; however, when the pump was left without power for an hour, the pump powered back on and had returned to the default time and date. The pump case was removed, and the internal clock battery on the printed circuit board was found to have failed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (time/date issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.